Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire/ deploy the needles was confirmed based on the returned device condition. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to fire/ deploy the needles appears to be related to interaction with the patient scar tissue. A conclusive cause could not be determined for the reported inability to remove the device as information regarding needle back down was not provided. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d10, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned for evaluation.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two prostar devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with prostar devices using the pre-close technique via 8f sheaths prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first prostar devices on the rcfa and lcfa did not work, the needles did not hit the hub. The sutures of a second prostar device were successfully pre-placed in the rcfa. A second prostar device on the lcfa was attempted; however, the needles did not hit the hub and it was not possible to remove the needles. A cut-down was performed (punture site was enlarged) to remove the needles and the prostar device. Hemostasis in the rcfa was achieved with the successfully pre-placed prostar sutures and surgical suturing in the lcfa. The physician reported that the groins where really complicated due to scars of a previous surgery. The patient is doing well. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy.